Manufacturer narrative:
One used pump was received for investigation. A visual inspection found the device to be in good physical condition. There was no evidence of the reported problem in the event history log. Three separate delivery accuracy tests were performed; at least one test was outside the pump's delivery accuracy manufacturing specifications. The delivery inaccuracy was attributed to a worn expulsor. A root cause for the worn expulsor could not be determined.

Event description:
It was reported that the pump was over infusing. No injury was reported.